Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened escape button dome switch. No button error alarm during testing. The insulin pump has minor scratched lcd window, cracked case at reservoir tube window corners, broken belt clip slot, cracked battery tube threads, broken reservoir tube lip, cracked reservoir tube window, cracked case at reservoir tube window corners and stained end cap sticker.

Event description:
Customer reports to have received a button error alarm after administering a bolus shot. Customer's blood glucose was 299 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).